Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The power switch was broken and could not be turned off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the power switch damage of the subject device. The power switch damage might be occurred due to the force while the operation of the power switch and/or the number of times of the operation which were applied to the power switch exceeded expectations. Actually the power switch improvement for those damages have been performed as the design change after december 11, 2013, but the subject device had been manufactured before that measures.